Event description:
Customer reportedly received results of hi (greater then 33.3 mmol/l) on mobile system 1 and approximately 10 mmol/l and 11 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that a pt underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was working intermittently. The procedure was able to be completed using the same motor drive unit with no adverse pt consequences.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 277047, expiration date 09/30/2011). (B)(4).